Manufacturer narrative:
One smiths medical cadd-legacy® pca pump was returned for analysis intact but in damaged in condition. Device history log was reviewed with no issues present. The complaint was confirmed and duplicated by connecting tubing to air connector while starting up pump. The pump alarmed "air in line" with no presence of air. The lens was noted to be scratched, battery door broken and front housing / rear housings were cracked around latch lock region upon visual inspection. Based on the evidence, the root cause is unknown. No corrective actions with be done at this time.

Event description:
Information was received indicating that a "air in line" alarm occurred to a smiths medical cadd-legacy® pca pump with no presence of air. There were no reported adverse effects.